Event description:
The lot number for this device is unk. During a sfa procedure, the physician could not keep the zipwire hydrophilic guide wire wet enough during the procedure. It was so "gummed up" and stuck that when he removed the wire, the catheter the procedure. No pt injuries or complications were reported. Pt status is reported as 'fine'.